Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified vessel below the knee. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 18 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured and the device was removed from the patient's body without problems. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen. There was a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified vessel below the knee. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 18 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured and the device was removed from the patient's body without problems. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.